Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "ripples and deflation."

Event description:
Patient reported right side "ripples and deflation." Device remains implanted.

Event description:
Device has been explanted.